Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, an occluder was selected for implant using a 14f amplatzer steerable delivery sheath. The patient condition prior to procedure was stable. The patient's patient's activated clotting time (act) level during procedure was 270 seconds. During the procedure, the sheath perforated the left atrial appendage (laa). At the moment of perforation, the occluder was connected within the sheath and was not advanced to the tip of the delivery sheath. The implanter reported that the delivery system did not provide feedback when it touched the surrounding structures. The laa perforation resulted in a pericardial effusion (pe). The pericardial effusion developed into cardiac tamponade. The patient underwent emergency surgery. The patient died shortly after the surgical intervention.

Manufacturer narrative:
An event of the delivery sheath perforating the laa during the procedure and the patient dying shortly after the attempt to fix the cardiac tamponade was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that the physician inadvertently perforated the left atrium while advancing the occluder inside the sheath, as the feedback on touching the surrounding structures of the anatomy with the device was not as expected. There is no indication of a product quality issue with regards to manufacture, design, or labeling.